Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have recently experienced high blood glucose of 410 mg/dl. Customer's blood glucose was 233 mg/dl at the time of incident. Troubleshooting found that the insulin was expired. The customer was advised to follow up with doctor regarding the high blood glucose and possible site issues. Customer was also advised to change entire set, reservoir and insulin and treat per doctor's instruction as it appears that the pump is operating as designed.